Event description:
It was reported that approximately four years post port placement procedure, the catheter was allegedly fractured and migrated to the ventricle. It was further reported that, the migrated device was removed by snaring. The current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and identified deformation, material separation and wear issues, as a complete circumferential break was noted approximately 5.9 cm from the proximal end of the port stem/distal end of the port body. The edge of the complete circumferential break appeared jagged with a region of the break surface that appeared rounded and smooth while another region appeared granular. The investigation is inconclusive for the reported catheter migration, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 06/2018), h11: h6 (device, method, result and conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2018).

Event description:
It was reported that during a port placement procedure, the catheter transected at distal jugular section and moved into the ventricles with other half attached to the port and in the jugular. The patient status was unknown.